Manufacturer narrative:
Kyoda, y., saito, y., kozen, n., shindo, t., hashimoto, k., kobayashi, k., tanaka, t., masumori, n. (2025). Impact of prostatic urethral lift and water vapor energy therapy on bladder outlet obstruction in elderly or comorbid patients with benign prostatic hyperplasia in real-world clinical practice. Neurourology and urodynamics, 45, 105-114. Https://doi.org/10.1002/nau.70149. Detailed product information was not provided to boston scientific based on the nature of the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via a literature article published in the journal neurourology and urodynamics, that a retrospective study was conducted to evaluate the effects of three surgical procedures on elderly or poor health patients with benign prostatic hyperplasia: prostatic urethral lift (pul), water vapor energy therapy (wave), and photoselective vaporization of the prostate (pvp). A total of 42 male patients with bph underwent wave therapy using the rezum system at one institution between june 2022 and august 2024. Classified under the clavien-dindo grade 2 or higher, perioperative outcomes following wave procedures included: 1 patient with febrile urinary tract infection, 3 patients with urinary retention, and 3 patients with hematuria. Postoperatively, 1 patient required a blood transfusion, and some patients required catheter reinsertion. At a 6-month follow-up, 1 patient still required an indwelling catheter, and 1 patient required a clean intermittent catheterization. Additionally, comparison data on the schafer obstruction grade was assessed perioperatively and at a 6-month follow-up post procedure. Perioperatively, 2 patients had grade 0/I, 14 patients had grade ii, and 6 patients had grade iii/IV. At the 6-month follow-up, 18 patients had grade 0/I, 10 patients had grade ii, and 6 patients had grade iii/IV.